Manufacturer narrative:
(B)(4). The complaint rt226 infant low flow breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt226 infant low flow breathing circuits failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt226 infant low flow breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and leak tested. Results: visual inspection of the complaint rt226 infant low flow breathing circuit revealed no damage was found to any of the breathing circuits or the dryline. The leakage test also revealed that the breathing circuit was within specification. Conclusion: no fault was found with the returned device. The leakage experienced by the customer was most likely due to a loose connection in the setup. All rt226 infant low flow breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt226 infant low flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt226 infant low flow breathing circuit failed the ventilator leak test before use. There was no patient involvement.